Event description:
It was reported that the controller was unable to be interrogated on the power module or the system monitor and the data would not transfer despite attempts on multiple system monitors. A controller exchange was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not communicating with a monitor was not confirmed. The heartmate 3 system controller (serial number: (B)(4) was not returned for analysis, and no log files were submitted for review. Multiple good faith efforts were sent regarding product return, and if the reported issue was resolved with the system controller exchange. To date, no response has been received. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the system controller and the system monitor was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis. Upon initial testing, the controller did not communicate with the system monitor. The controller power cables underwent continuity and insulation testing and passed. The controller was opened in order to test the printed circuit board (pcb) components. During testing, the voltages across the integrated circuit (ic) were found to be fluctuating. The ic was replaced with a functional ic and the controller was then connected to a system monitor and was found to operate as intended. The system controller underwent preliminary and functional testing following the repair and passed. The system controller was able to operate for an extended operation as intended. A log file was able to be downloaded for review following the replacement of the ic. The event log file was completely overwritten with events occurring during testing/troubleshooting at abbott labs. Additionally, the periodic log file was downloaded for review and showed events spanning approximately 45 days ((B)(6) 2022 per timestamp). There were no notable alarms were active in the periodic log file. The root cause of the reported event was isolated to a component on the pcb, however how that component became non-functional is unknown. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.